Event description:
The end user is claiming that the laser system is restarting itself after 1 minute of use. Unable to replicate the problem. No adverse effects to patient were reported.

Manufacturer narrative:
It was not possible to confirm the intermittent restart of the device. The device was checked and it was found in compliance with the specification and it was not possible to replicate the failure after a long run. The device was returned to the end user. We are unaware about patient injury.